Manufacturer narrative:
Product analysis: post market vigilance (pmv) received two photos and one clarify visualization system opened by the account without packaging. The product expiration date cannot be verified as the lot # was not reported. The visual inspection of the returned product noted the adhesive bottom was disengaged from the body; the adhesive appears to be acceptable. The internal components were intact with no abnormalities. The valve was opened. The surfactant was gone. The photos depict the bottom of the device without the adhesive bottom. Pmv performed functional testing; the power switch was activated. The led light was energized. The device was warming. No functional abnormalities were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure. When using the clearify (putting the optical instrument into the device), the bottom of the device broke and it was not able to use it anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the procedure being performed was nissen hiatoplasty procedure.